Event description:
They have reported at the end of procedure infusing the patient felt pain after making the echo. They noted the underskin inflamed by the drug extravasation and the catheter was found broken. They remove the catheter. They made a medical treatment to the patient after removal according to the protocol.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) or rexj0362 showed no other similar product complaint(s) from this lot number.